Event description:
Doctor used the guide (no fit issues) up to the second to last drill. The doctor alleged the guide trajectory was too buccal and he perforated the buccal plate and tore the facial gingiva and lip. He took of the guide and freehanded the case, placing the implant and adding graft. Local anesthesia was used for the procedure.

Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model with inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.